Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the adverse events of constipation and peritonitis, characterized by bloating and abdominal pain, which warranted hospitalization and antibiotic therapy. The etiology of the patient¿s constipation and peritonitis are unknown; therefore, causality cannot firmly be established. However, the patient continues to utilize the same liberty select cycler at home as before the events. Additionally, gi complications such as constipation are common in renal failure patients and must be mitigated to prevent treatment complications. Based on the information available, and no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Therefore, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. Upon follow-up, it was confirmed that the patient was hospitalized on (B)(6) 2020 through (B)(6) 2020 for peritonitis. The discharge summary revealed the patient presented to the emergency room (ER) with a malfunctioning pd catheter (not a fresenius product), abdominal tenderness, bloating, and constipation. An abdominal x-ray was taken to assess the patient¿s complaints of bloating and constipation, which showed a moderate amount of stool burden but no blockage. The patient was started on senna and miralax to address the constipation. A peritoneal effluent fluid culture and cell count were obtained, and the cell count revealed an elevated nucleated cell count of 3656 /ul, an elevated neutrophil count of 80%, and an rbc count of 2000 /ul (fibrin also noted). The patient was treated with a single dose of intraperitoneal (ip) vancomycin (dose not provided) and ip heparin while in the ER and was admitted to the intensive care unit (ICU). Nephrology was consulted and the patient¿s vancomycin was replaced with ip ceftazidime and cefazolin (doses, duration, frequency not provided). The patient continued to undergo ccpd therapy while hospitalized and was discharged home in stable condition on 6/oct/2020. The patient is recovering and continues to perform ccpd therapy at home, utilizing the same liberty select cycler as before the events.